Event description:
It was reported that during the procedure, the subject guidewire was delivered to pass the stent; however, the subject guidewire was tangled with the stent and the distal end of the subject guidewire was fractured. The broken part of the guidewire was removed from the patient¿s anatomy and the procedure was completed successfully with another guidewire. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the subject guidewire was delivered to pass the stent; however, the subject guidewire was tangled with the stent and the distal end of the subject guidewire was fractured. The physician used another guidewire to bring the microcatheter to the place and made the fractured guidewire part to go across the microcatheter, then withdrew the fractured part together with the microcatheter out of the patient¿s body. The procedure was completed successfully with another guidewire. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the guidewire proximal fragment approximately about 189.5cm was returned. The guidewire nitinol and core wire were separated. The guidewire separated distal section was not returned. The guidewire was noted to be kinked at approximately 1.0cm from its proximal end and was bent along its ptfe length. The guidewire ptfe coating was examined, and it was discovered that the ptfe was peeled off on several places along its approximately 32.0cm from its proximal end. In case of this complaint, the additional information provided by the customer indicated that the guidewire was prepared as per direction for use (dfu). The ptfe coting appears to be scraped off potentially due to the torque device collet; however, since the torque device was not returned for evaluation an assignable cause of undeterminable was assigned to the as analyzed code 'nv - guidewire ptfe coating peeling'. The condition of the returned guidewire observed during product inspection suggests that excessive torque and manipulation during use resulted in the observed damage. Due to this observation, an assignable cause of handling damage was assigned to the reported and analyzed code 'nv - guidewire distal end/tipbroken/fractured inside patient'.